Event description:
It was reported that the device had a ripped and bubbled downstream occlusion seal and a damaged interior battery door latch. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The downstream occlusion (dso) seal was found to be delaminated, the dso seal was replaced. Additionally, the upstream occlusion (uso) seal was also delaminated. Th uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.